Manufacturer narrative:
The device was returned for evaluation and the clinical observation was confirmed. As received the pushwire was in two segments and not retained together by the release wire. The implant coil was still attached to pushwire in good condition and the instant detacher was not returned as it was discarded at the user facility. The customer reported a manual detachment attempt; however, as received the pushwire was intact distal to the break indicator at the manual detachment location (via hypotube), and the proximal portion of the pushwire containing the actuator interface crimp was pulled out from the distal pushwire segment indicating that the user may have pulled the proximal pushwire tip. During analysis the pushwire was broken at the manual detachment location and the release wire was pulled back successfully detaching the implant coil. We are unable to definitively determine the cause of non-detachment; however based on our analysis findings user context may have contributed. It is possible that the proximal portion of the pushwire was pulled out during an incorrect method of manual detachment. Per the axium coil instructions for use (IFU): if the coil does not detach after 3 attempts, discard the i.d. (Instant detacher) and replace with a new i.d. (Instant detacher)¿.also, in the rare event that the coil does not detach and cannot be removed from the implant delivery pusher, use the following steps for detachment. A. Grip the hypotube approximately 5 cm distal of the positive load indicator at the hypotube break indicator and bend the implant delivery pusher just distal to the hbi 180 degrees. B. Next straighten the pusher back, continue bending and straightening until the pusher tubing opens exposing the release element. C. Gently separate the proximal and distal ends of the open pusher. Then, under fluoroscopy, pull the proximal portion of the implant delivery pusher approximately 2-3 cm to confirm implant detachment per IFU.

Manufacturer narrative:
(B)(4). The device has not been returned for analysis; therefore, no definitive conclusion can be drawn regarding the clinical observation. Upon receipt of the device and/or additional information a supplemental report will be filed. Per the instruction for use (IFU): if the coil does not detach after 3 attempts, discard the i.d. (Instant detacher) and replace with a new i.d. (Instant detacher). In the rare event that the coil does not detach and cannot be removed from the implant delivery pusher, use the following steps for detachment. Grip the hypotube approximately 5cm distal of the positive load indicator at the hypotube break indicator and bend the implant delivery pusher just distal to the hbi 180 degrees.

Event description:
Medtronic received information that this during treatment of vena galena malformation this device was unable to be detached with the instant detacher and manual detachment method (breaking hypotube method, an alternative method presented in the instruction for use. It was reported the physician tried four times to detached the device with instant detacher and one attempt to detach using the manual method. It was further reported the inner wire of the pushwire broke at approximately 3 cm from the proximal end. The device was removed and the procedure was completed with another device with the same microcatheter and with same instant detacher. There were no patient complications reported.